Event description:
Uneventful lasik ou (B)(6)2017 pt reported symptoms of rainbow glare ou at one month post-op. Vasc 20/20 od, 20/20 os. Pt reported that symptom is gone at 3 months post op exam vasc 20/20 od, 20/20. Ref MFR # 3003288808-2017-01640.